Manufacturer narrative:
(B)(4). Original 3500a sent 11/14/2014. Additional information was requested: how was the quality of the tissue? How was the device removed from the patient? How many counter-clockwise revolutions were used to open the device? Was the device rotated in ninety degrees in both directions before removing? Were the donuts examined for completeness? If yes, what did the tissue donuts look like? Was the breakaway washer completely cut? Was a leak test performed? What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) what confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Were graspers used? Was the spike of the trocar inserted lateral or through the staple line? How thick was the tissue and was it evenly and tension-free distributed in the instrument? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Were any of the forces higher or lower than expected (closing, firing, or opening)? After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Is the colostomy permanent? What is the current status of the patient? When will the device be returned? Please advise who fired the device? Surgeon¿s experience? Patient¿s bmi? Received additional information: the device had to be cut from the patient, patient has a colostomy bag. The device cut, didn¿t staple then was stuck inside the patient. I have been given no more details. What was the condition of the patient immediately after the event? Stable the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a low anterior resection procedure, the stapler cut and then got stuck on the rectum. Staff could not get it removed for some time resulting in the patient having to have a stoma. No further details. It is unknown how the procedure was completed. Delay of thirty minutes.